Manufacturer narrative:
Initial.

Event description:
It was reported that a user performing a first solo supply change on the ilet experienced difficulty filling a cartridge due to air bubbles with a reported blood glucose of 186 mg/dl, inadvertently withdrew and dropped insulin while attempting to clear bubbles, and initially deployed the infusion set incorrectly before successfully completing a new cartridge fill. The issue involved improper procedure during infusion set and cartridge handling and pertained to the infusion set/cartridge component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no long-term health consequences or impact. Investigation of this case revealed no device malfunction, identified a usage problem, and was characterized as an improper method with the infusion set/cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.